Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed steps during testing. The device was not in patient use. The manufacturer received the device for evaluation and the customer's complaint was confirmed and "service required" codes were found in the ventilator's downloaded error log. The device's flow sensor, power management board and system board were replaced to address the issues. There was evidence of physical damage.

Event description:
The manufacturer received information alleging a ventilator failed steps during testing. There was no harm or injury reported. The device has yet to be returned to manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.